Manufacturer narrative:
G2: this event occurred in canada, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that while setting up for the procedure with electromagnetic (em) navigation, the local representative (rep) noticed an unusually high geometry error reading for the non-invasive patient tracker (77mm). Troubleshooting was done to ensure so significant sources of metal were in the field. The rep could not find any. The instrument tracker was brought into the field and had a low geometry error (was green). The patient tracker was replaced, and this solved the issue. There was no reported delay to the procedure. There was no reported patient impact.